Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
(B)(4). H6 patient codes: 3191 - surgical procedure. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. E2013037. Total number of events - 186. Gynecare tvt secur system - 186.

Event description:
It was reported that a patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. Following the procedure, the patient experienced pain and erosion of internal bodily tissue and underwent revisionary procedures. No further information is available.

Manufacturer narrative:
It was reported that the patient concurrently underwent total laparoscopic hysterectomy and uterosacral colpopexy.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 02/17/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through m(B)(4) 2016.